Event description:
On (B) (6) 2009, the pt reported that she received an e10 (cartridge) error on her infusion device. She stated that the error occurred while retracting the piston rod after removing the insulin cartridge. She stated that she was using a lithium battery and she was advised to only use alkaline batteries in the infusion device. She inserted a new alkaline battery and she received another e10 error and she stated that the piston rod was making a strange grinding noise. She stated that the piston rod does not appear to be dirty and nothing has been spilled in the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.